Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for air in the line. Line clamped and cassette removed. Tubing massaged. Tapped cassette on hard surface. Green tab depressed. Reconnected cassette and attempted to start but alarming air in line. Pump powered off/on and attempted to restart but alarming air in line. Line clamped and cassette removed again. Repeated troubleshooting and reconnected cassette. Pump continues to alarm air in line. Pump stopped and powered off. Line was clamped. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.